Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-26 (B)(4) (hcp, rep): information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal morphine 10 mg/ml at 1.2 mg/day. The pump was placed in the buttock. The hcp thought the pump was sitting on a nerve and causing the patient pain. There were no known environmental, external, or patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. The hcp moved the pump from the left buttock to the left abdomen. The issue was resolved. The patient's status was "alive - no injury." It was not known when this event/difficulty occurred, but information reasonably suggests it occurred sometime after implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.